Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and was informed that the system did not respond when the control module power-on button was pressed. A field service engineer (fse) inspected the system on-site and identified that the supply voltage to the m-cabinet and lateral generator was missing. The hospital building services were notified, and a fault in the building's sub-distribution system was suspected. The hospital building services replaced the defective components, resolving the issue, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the allura system not to boot up. This scenario includes situations in which the main hospital power supply is fluctuating or there is a localized power failure that is not caused by the allura. Since the malfunction of an external power source is not a malfunction of the allura system, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.